Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother reported that the patient developed an infection at the pod¿s insertion site (arm) and experienced a blood glucose level of 22 mmol/l (396 mg/dl) while wearing the device between 37 and 48 hours. She removed the pod due to the elevated glucose levels, and upon removal, the site appeared have a lump, red, sore, and infected. Multiple correction boluses were attempted which had no effect on the patient¿s glucose levels. After contacting a hospital nurse, the patient's mother was advised to remove the pod, apply a new one, and use a topical cream (savlon or germolene). During a routine appointment on (B)(6) 2026, at (B)(6) hospital, the patient was diagnosed with an infection and was prescribed a seven-day course antibiotics (flucloxacillin 250mg) to be taken four times daily. The patient subsequently resumed therapy with a new pod.